Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose of 30 mg/dl several years ago and had to go to the emergency room. Customer was treated with saline and glucose via intravenous. Customer reported that low blood glucose was due to giving a bolus for dinner but did not eat. Customer reported that issue was resolve with infusion set change. Customer declined troubleshooting. Insulin pump will not be returned for analysis.